Event description:
It was reported that the customer was hospitalized for high blood glucose. She stated that she had suffered from vomiting and nausea. She also stated that the insulin pump had the scratches on the screen and the battery cap was broken. No further information was provided at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.